Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the syringe module read "bd prefilled 3ml syringe" as 10ml. There was patient involvement but no harm. Bd informed the customer that bd prefilled 3ml syringes are not compatible for use with alaris syringe module. User manual instructs users to "ensure syringe sizes and models are compatible with the syringe module. Use of incompatible syringes can cause improper pump operation resulting in inaccurate fluid delivery, insufficient occlusion (blockage) sensing, and other potential problems." The customer was provided with a list of compatible syringes.

Manufacturer narrative:
Omit: c20 - no findings available additional information: if other specify, imdrf annex a, b, c, g codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the syringe module read "bd prefilled 3ml syringe" as 10ml. There was patient involvement but no harm. Bd informed the customer that bd prefilled 3ml syringes are not compatible for use with alaris syringe module. User manual instructs users to "ensure syringe sizes and models are compatible with the syringe module. Use of incompatible syringes can cause improper pump operation resulting in inaccurate fluid delivery, insufficient occlusion (blockage) sensing, and other potential problems." The customer was provided with a list of compatible syringes.